Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to an extra washer in one of the rear therapy electrodes, causing the rear therapy electrode connection board to not be seated on the rear therapy electrode properly. The root cause for the extra washer is still under investigation. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG's.